Event description:
A female underwent a right total knee replacement on the event date. At end of procedure a stryker drain was placed by orthopedic surgeon. Two days post op after drain had been removed, it was discovered that 2 piece of the drain had broken off and was retained in the surgical site.